Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-aug-09 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that catheters sometimes got caught, cut, or broken. No symptoms were reported and no further complications were reported or anticipated.

Event description:
Additional information received from consumer on (B)(6) 2018 indicated the patient's personal therapy manager antenna cord had been cut. The patient stated they could still use it. It was noted that the patient has a pain pump and has had several pumps implanted. It was noted the catheters were not clogged or broke, and it was the antenna. The patient stated there was no serial number for the antenna. The patient had not notified their managing healthcare professional (hcp) because the catheter was not broken, but it was the antenna. When asked if the catheter was caught or anything to do with the catheter the patient stated no. The patient did not know the serial number on the catheter because it was inside their spinal cord. The patient noted they were not able to get a bolus, and they hurt a little more. No steps were taken to resolve the catheter getting caught or broken as there was nothing wrong with the catheter. The status of the affected device was noted as it is fine. The patient's weight at time of event was (B)(6). No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.